Event description:
Healthcare professional later confirmed "baker grade 1" and "same implant was put in".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture, baker grade unknown". This record is for the right side. Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 30jul2024.

Event description:
Healthcare professional reported right capsular contracture, baker grade I, and "same implant was put in." Device has been explanted.